Event description:
Customer reported that there was an emergency room visit for high blood glucose. Blood glucose value at the time of emergency room visit was 404 mg/dl. Customer was wearing the pump at the time of emergency room visit. Cause of emergency room visit as per health care professional was diabetic ketoacidosis (dka). It was reported that the insulin pump has a bent cannula. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).